Manufacturer narrative:
Due to characters limitations, e1 (event site name) is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump (iabp) having trouble getting ECG from patient leads.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, the ECG lead patch which was involved in the failure was not manufacturerd by getinge. There was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a - not reportable.